Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. Visual inspection revealed that the sheath shaft was found to be separated from the hub. The sheath was stretched and flattened at the proximal end. The sheath inner lumen was observed under microscope and no damage or gross anomalies were seen. A detailed review of the DHR was performed and reviewed for the following: the hub to sheath joint tensile strength averaged at 30.95 n with a minimum measurement at 29.55 n which is within the manufacturer specification of greater than or equal to 15.0 n. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the tr band used to occlude the artery may have been too tight on the patient's arm, causing the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr glidesheath slender sheath hydrophilic tubing disconnected at the green hub upon removal of the sheath from the radial artery after a tr band was placed on the wrist to occlude the artery. The patient bled from the hydrophilic tubing; however, pressure was immediately applied above the radial access site proximal to the tr band and the tr band was filled with 20 cc air to occlude artery as well. While pressure was being held above the tr band, they were able to keep a hold of the hydrophilic tubing and slowly let air out of the tr band while pulling back on the tubing. The patient was not harmed, and no hematoma developed. The tubing was intact otherwise. The patient condition was good, and the procedure outcome was successful. Additional information was received on 20dec2019. The blood loss was less than 250cc.